Event description:
It was reported that, "when putting the stem on the inserter, it wouldn't go on the inserter. Not sure if the handle got to the branch broken or if the scrub tech didn't know how to work it."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available, then it will be submitted in a supplemental report.